Event description:
It was reported that occlusion alarms occurred. There was no adverse reaction to the customers blood glucose level. The customer changed supplies and resumed insulin therapy, however, has reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.